Event description:
Eight months after treatment of a de novo lesion with a cypher stent, restenosis was found. It was treated with a coronary artery bypass graft (CABG). This patient presented to cath for urgent treatment due to positive functional study for ischemia/silent ischemia and three-vessel disease was found. Percutaneous coronary intervention (pci) was performed on several lesions. First treated was a 90% de novo lesion in the mid left anterior descending artery of 22mm in length in a 2.5mm vessel diameter. There was also heavy calcification present. The lesion was pre-dilated with an unknown balloon at an unidentified inflation pressure before deploying a 2.5x28mm cypher stent at unidentified inflation pressure. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Angiographic success was achieved. Pce was performed next on a 90% de novo lesion in the proximal left anterior descending artery of 28mm in length in a 3.0mm vessel diameter. Heavy calcification was present. Pre-dilation was performed with an unidentified balloon and unidentified inflation pressure before deploying one 3.0x33mm cypher stent a unknown inflation pressure, overlapping the first stent. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. On the following day, two additional lesions were treated, in a staged procedure. First treated was a 90% de novo lesion in the proximal left circumflex of 12mm in length in a 2.75mm vessel diameter. The lesion was pre-dilated before deploying a 2.75x16mm taxus stent unknown inflation pressure. Residual diameter stenosis measured 10%. Timi flow iii flows were recored pre and post-procedure. Treated next was a 60% de novo lesion in the mid right coronary artery of 26mm in a 2.5mm vessel diameter. There was also little to no calcification present. Pre-dilation was performed before deploying two overlapping taxus stents, a 2.5x24mm and a 2.5x12mm, respectively. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and procedure. There were no procedural complications and the patient was discharged the following day. Approximately 8 months later, the patient was re-cathed and a 90% proximal edge narrowing to the lad to the cx was noted. Since the patient was on plavix, CABG x 3 was done approximately two weeks later. The CABG involved the lima to the lad, svf to the diagonal and radial graft to the plb of cx. The patient was discharged home in stable condition six days later.